Event description:
It was reported to resmed that an astral device displayed an internal battery degraded warning alarm and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the internal battery degraded warning alarm and revealed an error message (sf180) related to a battery charger fault. Visual inspection of the main circuit board revealed a super capacitor leak. The internal battery and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm and sf180 were due to an isolated component failure within the device battery assembly while the failure to complete its internal self-test was due to super capacitor leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).